Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported, the patient experienced an infection at both the ipg and lead sites. The patient was prescribed antibiotics to treat the course of the infection. As a result, surgical intervention was undertaken sometime in (B)(6) 2024 wherein the full scs system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.